Event description:
It was reported that while preparing for a spyglass procedure, the guide wire coating was noted to be coming off. A "catheterization and retrieval of a standard sphincterotome" had taken place with unspecified devices. A jagwire guide wire was advanced to the bile duct. A spyscope access and delivery catheter was then loaded over the jagwire guide wire and advanced through a non-bsc duodenoscope . It was noted that the outer covering of the jagwire was wearing off. "Very slim but long and continuous pieces of yellow and black color were coming off the body of the jagwire". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".